Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hemicolectomy, the device jaws could not be re-opened while on tissue. The surgeon dissected the tissue directly adjacent to the jaws in order to remove it from tissue. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no pt injury.